Event description:
The wife of a male patient contacted lifecor customer support to report that the system had been alarming since saturday. She stated that the device was displaying "add gel or replace belt" messages. Support requested a download. Download revealed frequent "check te pad" notifications in 2007. Intermittent gel release flags were also seen. Flags also indicated that the electrode belt was disconnected and reconnected frequently. Support sent a patient service representative (psr) to replace the electrode belt.

Manufacturer narrative:
Evaluation summary: device evaluation of electrode belt has been completed. The problem was confirmed. Upon further inspection, electrode belt had pins that were bent inside the connector. The root cause of the bent pins was probably excessive force applied to the connector during mating. The connector was forced into the monitor which defeated the connector keying mechanism and allowed the pins to misalign with the mating sockets. The damaged electrode belt connector was replaced. The electrode belt was retested and then restocked. No adverse event resulted from the bent pins. The patient received a replacement electrode belt.